Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, one opening curved on the patch/shell bond edge and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: one sharp opening on the patch/shell bond edge. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on patch/shell bond edge assessed as an unidentified (tear) opening.

Event description:
A healthcare professional additionally reported in the operative report that ¿bilateral breast augmentation performed several years ago with natrelle style 68hp-425 smooth round high profile saline implants filled to 475cc bilaterally¿; this is against recommended use.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.